Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi fuse extension set with needleless connector was separated. The following information was received by the initial reporter with the following verbatim: the non fused spin collar that screws on to the luer lock pf the catheter is coming off when used in CT. I do not have the lot number. Mission has a sample and I have a picture that was sent.

Manufacturer narrative:
It was reported by customer that the non fused spin collar that screws on to the luer lock of the catheter is coming off when used in CT. Two samples of item mzxt9001 were submitted for quality evaluation. Visual examination shows that one of the samples had the securement collar removed from the t-connector body, and the second sample showed that the securement collar was loose on the t-connector body and was easily removed. The customer complaint of separation was confirmed by investigation. The investigation was forwarded to the manufacturing facility for determination of the root cause of the failure. After the investigation it was determined that the possible root cause is that the molding cavity of the component was out of specification. Containment of the components was conducted for batches of the component related to the components reported. Additionally, a work order was issued to update the molding cavities to correct the component moldings to specifications, and a quality alert was issued to communicate the issue to the personnel involved in the molding process and to re-emphasize the importance of following the assembly instructions. Finally the issue was escalated to our corrective and preventative action system and actions have been taken and will be tracked to ensure the actions taken have addressed the reported issue. A device history record review for model mzxt9001 lot number 24049250 was performed. The search showed that a total of 21,603 units in 1 lot number was built on 13apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mzxt9001 lot number 24039349 was performed. The search showed that a total of 28,803 units in 1 lot number was built on 22mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.